Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, additional procedures were required to stop bleeding. The physician suspected the repeated bleeding was due to procedure related issues. This product was part of a system revision due to infection. There were no additional adverse effects reported.